Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was discovered that the right ventricular (rv) lead helix failed to retract and extend after repositioning. The rv lead also appeared to be deformed after being cleaned of cardiac tissue. The rv lead was not used. The physician elected to use another rv lead and completed the procedure. The patient remained in stable condition.

Manufacturer narrative:
Correction: the correct event description in section b5 should have been "it was reported that the patient presented for an implant procedure. During the procedure, it was discovered that the right ventricular (rv) lead helix failed to retract and extend after repositioning. The rv lead also appeared to be deformed after being cleaned of cardiac tissue. The rv lead was not used. The physician elected to use another rv lead and completed the procedure. The patient remained in stable condition" rather than "it was reported that the patient presented for an implant procedure. During the procedure, it was discovered that the right ventricular (rv) lead helix failed to retract after repositioning. The rv lead also appeared to be deformed after being cleaned of cardiac tissue. The rv lead was not used. The physician elected to use another rv lead and completed the procedure. The patient remained in stable condition." The medical device problem code of "difficult to fold, unfold or collapse" should have been included in section h6.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was discovered that the right ventricular (rv) lead helix failed to retract after repositioning. The rv lead also appeared to be deformed after being cleaned of cardiac tissue. The rv lead was not used. The physician elected to use another rv lead and completed the procedure. The patient remained in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found the helix was stretched and clogged with blood. X-ray examination found the helix was stretched consistent with procedural damage. The helix extension length test couldn¿t perform due to the damaged helix. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was isolated to the helix being stretched.